Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1600542. Investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
When the doctor held and let go of the handle of ae5, the handle did not return to its original shape and the clips were not correctly attached to the vessel. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and close. Another attempt was made and, once again, the clip was able to properly load and close. However, the third clip was unable to properly load or close. The remaining two clips were able to function properly. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. One of the five clips was unable to properly load and close. It could not be determined what caused one of the clips to be unable to work properly. However, the broken ratchet ears could affect the user's ability to properly apply clips. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not correctly attached to vessel" was confirmed based upon the sample received. One device was returned. It was found that the sample was returned with the ratchet ears broken which could affect the end user's ability to properly load and apply clips. The device was returned with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. One of the remaining clips was unable to properly load into the jaws of the applier. However, the other four remaining clips were able to properly load and close. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
When the doctor held and let go of the handle of ae5, the handle did not return to its original shape and the clips were not correctly attached to the vessel. The patient's condition was reported as fine.